Manufacturer narrative:
The following devices were also listed in this report: device name# unknown triathlon posterior stabilized left size 4 femoral component; cat# unknown; lot# unknown device name# unknown primary tibial base plate size 5; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported; I had a knee replacement on march 27th of this year. I'm having significant issues and I wanted to inquire about this particular product. Any factory recalls etcetera. I can give you a detailed description of the kind of problems I'm having but instead if I could hear back from you that'd be great. The product is a stryker triathlon posterior stabilized left size 4 femoral component; size 5 primary tibial base plate; size 5 posterior stabilized x3 polytray 11 millimeters thick. 6 months plus and still having issues.